Event description:
It was reported that this right ventricular (rv) lead was explanted due to a product performance anomaly. The rv lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported. No additional information was provided at this time.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a product performance anomaly. The rv lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported. No additional information was provided at this time. Additional information was received that reported, the rv lead was observed to have perforated which caused a low r wave sensing measurement and led to the physician to explant and replace the lead. No additional adverse patient effects were reported. The lead was retained by the hospital.

Manufacturer narrative:
Correction: b2- outcomes attrib to adv event; h6- impact codes; h6-device codes this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a product performance anomaly. The rv lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported. No additional information was provided at this time. Additional information was received that reported, the rv lead was observed to have perforated which caused a low r wave sensing measurement and led to the physician to explant and replace the lead. No additional adverse patient effects were reported. The lead was retained by the hospital.

Manufacturer narrative:
Correction: b2- outcomes attrib to adv event; h6- impact codes; h6-device codes.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a product performance anomaly. The rv lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported. No additional information was provided at this time. Additional information was received that reported, the rv lead was observed to have perforated which caused a low r wave sensing measurement and led to the physician to explant and replace the lead. No additional adverse patient effects were reported. The lead was retained by the hospital.